Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially reported having an alarm. During trouble shooting customer reported that insulin leaked past both o-rings on the reservoir. Customer stated the leak occurred while she was trying to remove the reservoir from the transfer guard. Customer said that the reservoir stopper came out of the reservoir barrel. Customer discarded reservoir. Customer was advised against tilting the plunger or pulling the plunger too far, as this can force a leak path. Customer's blood glucose level was 245 mg/dl. No further information to report.